Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/15/2017 with the following findings: during investigation, there was one pump reboots observed after a replace battery alarm and one unexplained pump reboot. The battery compartment was found to be cracked from the threads to the cover. There was no moisture corrosion observed in the battery compartment. A battery cap was not returned with the pump. A new test battery cap was able to fit and maintain electrical connection. A test battery cap was used for complete a 24 hour duration test. No pump reboots were duplicated during this time. The pump¿s cover was removed and there was no evidence of internal moisture damage to the power circuit found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.